Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual inspection noticed damage to the outer shaft in multiple places. Some of the damage was located at 7 to 8cm from the tip and the other damage was located at 17cm to 18cm from the tip. There was also damage to the inner sheath in the form of kinks approximately 3cm and 4cm from the tip. The stent was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-aug-2016. It was reported that the stent failed to deploy. The target lesion was located in the middle third of the circumflex artery. A 7mmx40mmx120mm epic¿ stent was advanced to treat the lesion. The physician attempted to expand the stent with a balloon catheter. However, the physician realized that the stent did not deploy. The device was removed from the patient. After removal, the physician attempted again to deploy the stent by inflating a balloon but there was not even a minimal response of stent being deployed. The procedure was not completed as there was no the same device available. No patient complications were reported. However, returned device analysis revealed stent detachment and outer shaft damage.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that despite there was a little difficulty in removing, the device was completely removed from the patient and the stent was intact on the stent delivery system when it was removed. The procedure was completed with a simple angioplasty in contrary to previously reported.